Event description:
Device malfunction: foot break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostatis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, a foot break was experienced. The remaining foot was retracted and removed from the patient. A second proglide was used to achieve hemostasis. An angiogram was taken; however, the location of the broken foot is unknown. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete.